Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that the lancet protrudes beyond the end-cap of the lancet device. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.